Event description:
Customer received a result of 20 mmol/l on one aviva system and a result of 4.6 mmol/l on a different aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). It is not known which system produced which result. (B)(4).